Event description:
The pt developed post-op diffuse lamellar keratitis in the first eye after lasik surgery. The flap was lifted and irrigated. The pt also received antibiotic and anti-inflammatory drops. The pt has recovered with no further problem expected.